Event description:
It was reported that the patient presented remotely via remote transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The patient was brought into clinic on (B)(6) 2024 and the patient's device was reprogrammed. The patient was asymptomatic and was stable.